Manufacturer narrative:
This report was inadvertently submitted under manufacturer report number 3009131204, correct manufacturer report number is 1219602.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a knee arthroscopy-root repair, the pre-loaded novostitch cartridge size 20 in the novostitch gun was replaced to make a second modified double locking suture. First pass was made correct; second pass was made correctly except needle didn't fully retract. It broke, about 3mm of need was sticking out of the meniscus and was retrieved without incident with a grasper. The procedure was resumed, after a non-significant delay, with a change in surgical technique. No further complications were reported.

Manufacturer narrative:
H11: h2: corrected data: d3 and section g: contact office. This report was inadvertently submitted under manufacturer report number 3003604053, correct manufacturer report number is 1219602.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device was returned with the distal tip of the needle fractured off and not returned. There is biological debris on the device and the jaw is intact. No further testing can be conducted since there is damage hindering inspection/evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device or an inadvertent impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.